Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose was over 600 mg/dl. Customer was treated with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had blank display. Customer stated insulin pump display return after pump restart. Customer stated insulin pump display was not blank for less than 30 seconds. Insert battery alarm did not display on insulin pump screen. Auto mode feature was not active at the time of event. Troubleshooting was performed and the customer will discontinue use of the device.